Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve laparoscopy, the stapler began to fire and stopped on tissue on the stomach that should not have been too thick. They opened a laparoscopic handle to resolve the issue and continued the case. There was no patient injury.